Event description:
It was initially reported that stone basket would not close properly. There was no report of pt injury or any add'l inf provided. On 06/04/97 sales rep called w/new info during stone removal procedure & upon realizing stone too large, dr. Cut off handle, performed open surgical procedure & removed device & stone through open inicision. Event not due to device.